Event description:
Pt initiated on dialysis by connecting directly to the arterial and venous blood tubing and the saline in the dialyzer circuit was instilled. Pt immediately complained of burning in venous access. Blood pump was stopped, lines were clamped. Pt clutched chest and stopped breathing. A code was called and CPR initiated. Code continued for 30 minutes and pt was transferred to ER. Pt expired in ER. Foam was noted in blood lines and venous chamber contained black blood. Sample of foam removed, a residual test performed and a positive result was noted.